Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) and lead. There were no device issues reported, however, the patient wanted newly available therapies. Post operatively, the patient is doing well. The location of the devices is unknown.

Manufacturer narrative:
Correction to the initial MDR in b3, b5 and h6. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5088684 UDI: (B)(4). The device was not returned to boston scientific for analysis therefore a technical analysis could not be performed and the complaint could not be confirmed. Good faith effort attempts were made to try and retrieve the device however response was not received. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5088684, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) devices were explanted as patient wanted new therapies and leads added. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received: aware date is 6/20/2025, due to gfe response. Additional explant devices reported: sc-2218-50 (B)(6) / sc-4318 (B)(6).

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.